Event description:
It was reported to philips that the device was not powering the ac led and would not charge the installed battery due to a defective ac module (023337 d0743c). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.